Event description:
Per scrub tech-dr. Bisen used a terumo runthrough wire to cross mid cx heavily calcified lesion. First he used a turnpike spiral microcatheter but it was unable to advance across lesion. He then tried corsair pro xs. He was unable to advance across the lesion. When he tried to remove the corsair pro xs, he noticed the microcatheter would not come off wire. He pulled mc and wire out of the guide. He noticed the tip was separated from the shaft and was stuck on the wire. He used another runthrough wire to cross the lesion. Then he used a mamba flex microcatheter and tried to cross the lesion but it wouldn't cross the lesion. He removed the mamba and wire because he noticed that the tip had also separated from the mamba mc. Patient was fine, no adverse outcomes.